Event description:
Reporter and relation to patient: patient; summary: hospitalized for one month because insulin pump malfunctioned and caused a diabetic coma twice. Date of occurrence: "recently"; md aware ard drug therapy continues unchanged. Therapy start date unknown- dispensed prior to 'acs.' Reported to (B)(6) by pt/caregiver.